Event description:
Radiometer reference number: (B)(4). According to the complaint the customer experienced that their abl800 flex analyzer (serial number; (B)(6)) measured approximately 20 mmol too high for sodium (na) for about an hour from 11:51 to 12:53 on (B)(6) 2026. A sample was run on the analyzer at 11:48, but it did not produce a result, and other samples from the same time on different analysis equipment also failed, as they were coagulated. At 12:53, the analyzer resolved the problem on its own and measured correctly again. The patient has na results of 132 mmol/l on the 16/2-26 at 10:31 from alinity instrument. On the abl800 flex analyzer they received na results on 157 mmol/l 16/2-26 at 12:00 and 153 mmol/l 16/2-26 at 12:27 they have checked if there was saline water running but that was apparently not the case.